Event description:
Boston scientific received information that this device delivered an inappropriate shock due to the patient's atrial arrhythmia resulting in syncope. Patient's medications were modified and the device remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.